Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that while using the bd vacutainer® push button blood collection set, blood splatter/leakage from the device occurred. The following information was provided by the initial reporter: it is reported customer experienced blood splatter. A bd vacutainer push button blood collection set (ref# 367342) malfunctioned the first week of december. The staff believes the item was from lot # 0286466. The blood did not drain properly. When the needle was retracted and removed from the vein, the blood drained forward out of the needle.. I have reported this to healthtrust. I am not sure if the product was saved. The lot # provided is from the box that the butterfly was taken from. (B)(6) is the administrator in the mmc risk management dept

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using the bd vacutainer® push button blood collection set, blood splatter/leakage from the device occurred. The following information was provided by the initial reporter: it is reported customer experienced blood splatter. A bd vacutainer push button blood collection set (B)(4) malfunctioned the first week of december. The staff believes the item was from lot # 0286466. The blood did not drain properly. When the needle was retracted and removed from the vein, the blood drained forward out of the needle.. I have reported this to (B)(4). I am not sure if the product was saved. The lot # provided is from the box that the butterfly was taken from. (B)(6) is the administrator in the (B)(4).